Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer last changed her infusion set on the day prior to the event. The customer uses quick-set infusion sets, which were not expired. When the history files were checked, a bolus of seven units was delivered at 12:30am on the morning of the event. The customer stated that she forgot to bolus for dinner four hours earlier, so she bolused for it at this time. The customer did not check her blood glucose prior to bolusing. The customer was advised to seek medical advice on how to treat if she forgets to bolus for a meal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.